Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests due to compromised force sensor system alarm. The insulin pump passed operating current, unexpected restart error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving no delivery alarms which were resolved with a complete set change. Customer's blood glucose was 172 mg/dl. Customer reported of receiving the drive support cap noticed and realized that drive support cap was loose and sticking out. Customer was advised that insulin pump would need to be replaced.